Event description:
Patient was originally implanted on (B)(6) 2022 and well controlled with enterra. A few weeks ago the patient started noticing a return of symptoms and a shocking sensation. When he was interrogated, the impedence was out of range (high) and he was scheduled for a lead revision. Once leads were replaced, the impedence is in normal range. Leads were exhibiting high impedance; not returned for analysis. Patient is doing fine after new leads implanted. No further action to be taken.